Event description:
It was reported that this right ventricular (rv) lead triggered an alert due to a low out-of-range pace impedance measurement less than 200 ohms. Noise with oversensing and pacing inhibition was observed, however it was difficult to determine whether there were pauses greater than 2 seconds. Further lead evaluation was recommended. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).